Event description:
The customer reported the system shut down w/o command. There is no report of patient injury.

Manufacturer narrative:
A ge medical representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the hand switch was replaced.